Manufacturer narrative:
Concomitant medical products: sig45ctamt - tri 2.0 sig45ctamt 45 CT med thk 12mm, lot#(B)(4), sigmret - sig power sigmret manual retract tool, lot# (B)(4) sigpshell - sig power sigpshell control shell, lot# unknown sigphandle - sig power sigphandle handle, lot# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left inferior thorascopic lobectomy procedure, at the left lower lobe bronchial resection, the tissue was locked halfway after firing the needle. The jaws will not open and the reload could not be released from the adapter. The surgeon used the manual adapter tool but the screw of the manual adapter tool came off and broke. It took about 30 minutes to troubleshoot the device. An additional resection was performed.

Event description:
According to the reporter, during laparoscopic left inferior thorascopic lobectomy procedure, at the left lower lobe bronchial resection, the tissue was locked halfway after firing the needle. The jaws will not open and the reload could not be released from the adapter. The surgeon used the manual adapter tool but the screw of the manual adapter tool came off and broke. It took about 30 minutes to troubleshoot the device. An additional resection in the bronchus was performed. However, it was done more central side than it was planned.

Manufacturer narrative:
Additional information: b5, d9, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a reload stuck in the distal end of the adapter. Functional testing noted that the blue unload switch could not be depressed, which was indicative of the firing rod being out of home position. A manual retract tool was used on both the adapter's firing rod and articulation rod in attempt to remove the reload. The reload remained attached to the adapter. The reload and adapter were loaded into a representative handle as another attempt of removal but still was unsuccessful. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 45 of 50 procedures remaining. The main screen indicated the strain gauge was unresponsive, and the switch state was closed due to the reload still being attached. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload and the jaws of the device remain closed on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available and was not related to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.